Manufacturer narrative:
The reported malfunction was confirmed; there was no audio for the alarms. It was confirmed that the issue was resolved by the customer's biomed, but no information was available from the customer confirming how the issue was resolved or what caused the issue. No further investigation or action is warranted at this time. Field service was requested but subsequently cancelled due to user resolving the alleged malfunction.

Event description:
The customer reported that they were having issues with their speaker not producing any audio. The device was in use on a patient. There was no report of patient or user harm.